Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found that the pressure valve attached to the facility's water line connecting to the unit had broken off. The pressure valve is installed and maintained by the facility. The missing pressure valve caused water to leak onto the floor surrounding the sterilizer. The technician made the necessary repairs, tested the unit, confirmed it to be operating according to specification, and returned it to service. The pressure valve subject of the reported event was too large for the water line causing the leak to occur. The technician counseled facility personnel on the proper use of pressure valve installation. No additional issues have been reported.

Event description:
The user facility reported leaking water from their amsco 400 sterilizer onto the floor. No report of injury.